Event description:
Evaluation revealed that the force sensor socket pin was visibly damaged.

Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed the force sensor socket pin was visibly damaged. Review of the pump's history revealed one "no prime" alarm but the alarm could not be duplicated during testing.